Event description:
During a laparoscopic nephrectomy case the harmonic scalpel was activating on its own. With no one touching the harmonic scalpel, the operating room staff saw smoke inside the patient's abdomen. The surgeon pulled out the harmonic scalpel, and noted that it was on. The machine was also alarming to signal the harmonic scalpel activation. The harmonic scalpel was swapped out, and the surgery was completed without further incident. Patient to recovery with no further complications from harmonic scalpel activation.====================== health professional's impression======================unknown